Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that recently implanted vns patient developed what appeared to be an infection at the generator site. The patient presented with redness and swelling which resolved with antibiotics. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.